Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus / migration') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo this test". On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), the first episode of menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and furuncle ("rashes or skin conditions type: boils"). In (B)(6) 2008, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2016, the patient experienced hypertension ("high blood pressure"). In (B)(6) 2017, the patient experienced uterine cyst ("uterine cysts") and polycystic ovaries ("ovarian cysts"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), the second episode of menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary probs"), vaginal infection ("vag. Infect."), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision probs"), uterine pain ("uterine pain") and procedural haemorrhage ("there was a lot of bleeding during placement") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the uterine perforation, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, the last episode of menorrhagia, bladder disorder, urinary tract disorder, vaginal infection, vaginal discharge, fatigue, alopecia, hormone level abnormal, headache, nausea, visual impairment, weight increased, weight decreased, vaginal haemorrhage, furuncle, migraine, uterine cyst, polycystic ovaries, hypertension, uterine pain and procedural haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, furuncle, headache, hormone level abnormal, hypertension, migraine, nausea, pelvic pain, polycystic ovaries, procedural haemorrhage, urinary tract disorder, uterine cyst, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("perforation: uterus/migration") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device monitoring procedure not performed ("the plaintiff did not undergo this test"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, she experienced dysmenorrhoea ("dysmennorhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), a first episode of heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)") and furuncle ("rashes or skin conditions type: boils"). In (B)(6) 2008, she experienced migraine ("migraines/headaches"). In 2015, she experienced menstruation irregular ("irregular periods post insertion") and menstrual clots ("no periods just big clots"). In (B)(6) 2016, she experienced hypertension ("high blood pressure"). In (B)(6) 2017, she experienced uterine cyst ("uterine cysts") and polycystic ovaries ("ovarian cysts"). An unknown time later she experienced uterine perforation (seriousness criterion medically important), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), a second episode of heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary probs"), vaginal infection ("vag. Infect."), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision probs"), uterine pain ("uterine pain") and procedural haemorrhage ("there was a lot of bleeding during placement") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the outcomes for these events or their latest episode were unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, furuncle, headache, the first episode of heavy menstrual bleeding, the second episode of heavy menstrual bleeding, hormone level abnormal, hypertension, migraine, nausea, pelvic pain, polycystic ovaries, procedural haemorrhage, urinary tract disorder, uterine cyst, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure administration. No causality assessment was received for essure with regard to menstruation irregular or menstrual clots. The reporter commented: essure insertion date provided in pif: (B)(6) 2007. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 06-sep-2023: (B)(4) found to be duplicate of this case. Events "irregular periods post insertion, no periods just big clots" references and source document from (B)(4) transferred to this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("perforation: uterus / migration") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device monitoring procedure not performed ("the plaintiff did not undergo this test"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007 she experienced dysmenorrhoea ("dysmennorhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), a first episode of heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)") and furuncle ("rashes or skin conditions type: boils"). In (B)(6) 2008 she experienced migraine ("migraines / headaches"). In 2015 she experienced menstruation irregular ("irregular periods post insertion") and menstrual clots ("no periods just big clots"). In (B)(6) 2016 she experienced hypertension ("high blood pressure"). In (B)(6) 2017 she experienced uterine cyst ("uterine cysts") and polycystic ovaries ("ovarian cysts"). At an unknown time, she experienced uterine perforation (seriousness criterion medically important), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), a second episode of heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary probs"), vaginal infection ("vag. Infect."), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision probs"), uterine pain ("uterine pain") and procedural haemorrhage ("there was a lot of bleeding during placement") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the outcomes for these events or their latest episode were unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, furuncle, headache, the first episode of heavy menstrual bleeding, the second episode of heavy menstrual bleeding, hormone level abnormal, hypertension, migraine, nausea, pelvic pain, polycystic ovaries, procedural haemorrhage, urinary tract disorder, uterine cyst, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure administration. No causality assessment was received for essure with regard to menstruation irregular or menstrual clots. The reporter commented: essure insertion date provided in pif : (B)(6) 2007. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus / migration') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo this test". On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), the first episode of menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and furuncle ("rashes or skin conditions type: boils"). In (B)(6) 2008, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2016, the patient experienced hypertension ("high blood pressure"). In (B)(6) 2017, the patient experienced uterine cyst ("uterine cysts") and polycystic ovaries ("ovarian cysts"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), the second episode of menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary probs"), vaginal infection ("vag. Infect."), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision probs"), uterine pain ("uterine pain") and procedural haemorrhage ("there was a lot of bleeding during placement") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the uterine perforation, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, the last episode of menorrhagia, bladder disorder, urinary tract disorder, vaginal infection, vaginal discharge, fatigue, alopecia, hormone level abnormal, headache, nausea, visual impairment, weight increased, weight decreased, vaginal haemorrhage, furuncle, migraine, uterine cyst, polycystic ovaries, hypertension, uterine pain and procedural haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, furuncle, headache, hormone level abnormal, hypertension, migraine, nausea, pelvic pain, polycystic ovaries, procedural haemorrhage, urinary tract disorder, uterine cyst, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: new events- abnormal bleeding (vaginal, menorrhagia),boils, migraines / headaches, uterine cysts, ovarian cysts, high blood pressure, uterine pain, there was a lot of bleeding during placement were added. Event onset dates were added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus / migration') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo this test". On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary probs"), vaginal infection ("vag. Infect."), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea") and visual impairment ("vision probs") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the uterine perforation, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, bladder disorder, urinary tract disorder, vaginal infection, vaginal discharge, fatigue, alopecia, hormone level abnormal, headache, nausea, visual impairment, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, nausea, pelvic pain, urinary tract disorder, uterine perforation, vaginal discharge, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet: event injury to herself deleted and new event dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic / abdominal, back, menorrhagia (heavy menstrual bleeding), migration, perforation: uterus, bladder probs., urinary probs., vag. Infect., vag. Discharge, fatigue, hair loss, hormonal changes, headaches, nausea, vision probs, weight gain, weight loss and the plaintiff did not undergo this test were added. Patient demographic, start date were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.